Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is received. Please note that the meter is designed to display readings of 20 mg/dl and higher. The meter will display a "lo" if lower than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 19 mg/dl, 400 mg/dl, and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 19 mg/dl, 400 mg/dl, and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter lagv147f00972 has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and unexpected characters displayed on the meter screen when powered on was observed. The meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. The issue is not confirmed. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. A valid strip lot number for the reported test strips has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle precision neo meter was reviewed and the DHR showed the freestyle precision neo meter passed all tests prior to release. A DHR for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Clinical data was reviewed for the reported complaint and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was performed for the reported complaint and precision strips and showed no trips. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings from their adc blood glucose meter. Customer reported receiving readings of 19 mg/dl, 400 mg/dl, and 117 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.